Manufacturer narrative:
The insulin pump powered up properly after the battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and no failed battery test alarms during testing. Unit passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit had slight corroded battery tube, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert, failed battery test, damage and blank display. The customer's blood glucose reading was in the 160's mg/dl. The customer stated that she had a blank screen and took the battery out and received failed battery test. The customer stated that the battery compartment is corroded. The insulin pump was returned for analysis.